Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device, leading to device non-use. The device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
B4: 'date of this report' reported on follow-up #1 was incorrect. The correct 'date of this report' (b4) should have been (B)(6) 2021. This report is submitted on july 27, 2021.

Manufacturer narrative:
This report is submitted may 21, 2021.